Event description:
Patient's representative reported "breast pain", "capsular contracture baker grade IV ", "severe depression" and "anxiety since the discovery of the massively increased cancer risk". Later, healthcare professional through company representative reported capsular contracture baker grade IV. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., g.2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure, depression.

Event description:
Patient's representative reported "breast pain", "capsular contracture baker grade IV ", "severe depression" and "anxiety since the discovery of the massively increased cancer risk". This record is for the left side. Device was explanted and will not be returned.